Event description:
It was reported a confirmed motor stall occurred followed by a motor stall recovery in the event logs. The motor stall was due a magnetic resonance imaging (MRI) on (B)(6) 2012. It was reported following the MRI the pump was not interrogated until the day of this report. Upon interrogation, a motor stall recovery and tube set message on (B)(6) 2012 were noted. It was reported the device system was used to deliver baclofen. It was later reported upon interrogation the health care provider saw the motor stall error and 'stopped pump exceeded tube set' messages and was concerned the pump had not been delivering medication after the patient had the MRI. It was reported the actual residual volume matched up with the expected residual volume in the reservoir. The patient was reported to have been feeling fine. The reporter noted telemetry state occurred. It was later reported the device system was used to deliver lioresal. It was unknown how long the pump was stalled for. It was noted the 'volume was appropriate' and there was no malfunction. The patient was reported to have experienced neck and shoulder pain. It was reported the outcome to the patient was no injury.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 590-1, lot# n341229, implanted: (B)(6) 2012, product type accessory. (B)(4).